Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reports reduced responses to sounds since 1 week. No accident or trauma has been reported. Further medical intervention is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered, but no date has been scheduled yet.

Event description:
The user reports reduced responses to sounds since 1 week. No accident or trauma has been reported. Re-implantation is considered, but no date has been scheduled yet.